Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a trial patient for an advanced evaluation that began on (B)(6) 2017. The patient reported that they got their infection from the hospital and they weren't given enough antibiotics. The patient was sick during their evaluation. The issue was resolved at the time of the report.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the only action taken regarding the constipation was directing the patient to call the doctor's office. It was reported the patient has not had issues or complaints at this time and was scheduled for implant the day of the report.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient hadn't had a bowel movement for around seven days. On (B)(6) 2017, it was reported that they were not feeling well and had no energy. They had a pain in their butt and had been constipated. Also, on (B)(6) 2017, they reported that they were nauseous and was still not feeling well. On (B)(6) 2017, they reported that they thought they might have had an infection. There were no device issues or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.